Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0132200, medical device expiration date: 2025-05-31, device manufacture date: 2020-05-11, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needles experienced 2 instances of hub separation from the device and one case of scale marking issues. The following information was provided by the initial reporter: consumer reported finding syringes that removed shield, shield was difficult to remove, needle hub goes off with shield. Consumer reported from this box also 1 syringe had marking 0-5 missing from the barrel scale. Lot #: 0132200, catalog#: 328438, date of event: unknown. Consumer reported syringes that removed shield, shield was difficult to remove, needle hub goes off with shield. Lot #: unknown. Catalog#: 328438. Date of event: unknown.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needles experienced 2 instances of hub separation from the device and one case of scale marking issues. The following information was provided by the initial reporter: consumer reported finding syringes that removed shield, shield was difficult to remove, needle hub goes off with shield consumer reported from this box also 1 syringe had marking 0-5 missing from the barrel scale. Lot #: 0132200. Catalog#: 328438. Date of event: unknown. Consumer reported syringes that removed shield, shield was difficult to remove, needle hub goes off with shield lot #: unknown. Catalog#: 328438. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned (2) loose 3/10cc syringes with part of the shelf carton from lot # 0132200. Customer states that the shield was difficult to remove, needle hub goes off with the shield, scale markings were missing from the barrel scale . Both returned syringes were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). All removal forces fall within specification. Both returned syringes were tested and the hub-needle assembly did not separate from the barrel when the shield was removed from either syringe. Both returned syringes were examined and one sample exhibited faded/missing scale markings on the barrel. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200894508] noted for out of spec shield pulls and (1) notification [200893684] noted that did not pertain to the complaint. Root cause: root cause cannot be determined. H3 other text : see h.10.